Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient went through the library after walking through the security gate, the patient became nauseated and sweats for 3-5 minutes. Additional information has been requested, but was not available as of the date of this report.